Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported events of impedance anomaly and capture anomaly were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported events of impedance anomaly and capture anomaly were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited capturing problems and impedance problems. It was noted that the helix would not properly deploy as well. The lead was removed and replaced. The patient was in stable condition.